Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer also reported pump replacement because it did not give the right reading and reported a sensor updating alert. Blood glucose value at the time of the event was 637 mg/dl. The customer experienced symptoms of being very sick, and vision had started to get blurry during the event. The customer experienced hyperglycemia and diabetic ketoacidosis, had an emergency room visit, and was hospitalized and treated with an insulin pump. The customer was hospitalized for more than 24 hours. The event involved product(s) mmt-1884, mmt-332a, unomedical, and mmt-7040ma. Troubleshooting was partially performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Product return was requested and customer agreed to return product mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0875 inches. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 09-dec-2025, related svn#: (B)(4) event date 10-oct-2025 and related svn#: (B)(4) event date of 10-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. No under-delivery anomaly noted. In further review of the formatted history file 1 week prior to the (primary svn#: (B)(4)) event date of 09-dec-2025, these pump error(s)/alarm(s) were noted: one no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 at 03:25:45.000 during bolus delivery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap/sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.